Manufacturer narrative:
Through a legal claim, it was reported that a bilateral bhr patient underwent a left hip revision surgery reportedly due to severe and increasing pain, swelling with severe metal on metal reaction and elevated serum cobalt and chromium levels. At the time of the revision, both the bhr head and bhr cup were revised. The right hip was also revised (ref. (B)(4)), however, this investigation focuses on the left hip. As of today, device return and additional information has been requested for this right hip revision but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. The supplied medical documents were reviewed. Review of the provided implantation report did not reveal any inconsistencies related to the surgical technique that could explain the later revision. According to the provided revision report, the patient had long-standing hip pain over the last few months and some increase in the serum metal concentrations. During the revision some heterotopic ossification at the capsular and the greater trochanteric region were noted. No loosening or wear was reported. No additional information was provided and the nature of the pain in regard of the intra-operative findings remain unclear. Based on the available information, a determination of a possible root cause for the reported revision cannot be made. Without return of the actual devices or further information, we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Through a legal claim, it was reported that a bilateral bhr patient underwent a left hip revision surgery reportedly due to severe and increasing pain, swelling with severe metal on metal reaction and elevated serum cobalt and chromium levels. At the time of the revision, both the bhr head and bhr cup were revised. The right hip was also revised (ref. (B)(4)), however, this investigation focuses on the left hip. As of today, device return and additional information has been requested for this right hip revision but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. The supplied medical documents were reviewed. Review of the provided implantation report did not reveal any inconsistencies related to the surgical technique that could explain the later revision. According to the provided revision report, the patient had long-standing hip pain over the last few months and some increase in the serum metal concentrations. During the revision some heterotopic ossification at the capsular and the greater trochanteric region were noted. No loosening or wear was reported. No additional information was provided and the nature of the pain in regard of the intra-operative findings remain unclear. Based on the available information, a determination of a possible root cause for the reported revision cannot be made. Without return of the actual devices or further information, we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed. Severe and increasing pain, swelling with severe metal on metal reaction and elevated serum cobalt and chromium levels reported. Bilateral patient, right hip revision to be reported via subsequent MDR.